Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 18 atms on the third inflation. (The number of atms reached on the initial two inflations is unknown). The lesion being treated was a calcified, 99% stenotic lesion in the distal right coronary artery. The lesion was predilated with a quantum balloon. The maverick2 monorail balloon was removed and the procedure was successfully completed after placement of a bx (13/3.0) stent as previously planned. No pt injuries or complications were reported. Pt status is reported as "good".